Manufacturer narrative:
Additional information: a complete lead was returned in two pieces; the helix was retracted and clogged with blood/tissue stopping the helix from being rotated. X-ray examination of the helix was normal; the inner coil inside the connector region was over torqued consistent with that occurring at the implant procedure. After ultrasonically cleaned and by applying torque to the inner coil, the helix could be extended and retracted without any difficulty. The full helix extension length was measured within specifications. Electrical testing did not find any indication of conductor fractures or internal shorts. Other damage found is consistent with explant procedure.

Manufacturer narrative:
(B)(4).

Event description:
The helix felt stiff and would not retract as expected and the r wave amplitude varied. A new lead was used and the procedure was completed with no adverse consequences to the patient.